Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 160mg/dl. Customer treated with pump. Customer declined to do most of the troubleshooting and only needed assistance with a bolus. Troubleshooting advised to change site every 2 to 3 days. The customer was advised to follow up with their doctor regarding the high blood glucose.